Event description:
It was reported the device was found leaking from the reservoir. No patient involvement reported.

Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure, worn block assembly and impact damage to the liquid crystal display (lcd). The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The device leaked from the bottom of the cracked tank cover. The root cause of the reported issue was found to be either overtightening the tank cover screws or dropping the device by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information received via email 28-dec-2021. Event date unknown and no patient involvement.